Event description:
Information was received indicating that this extension set exhibited leakage. The patient noticed a leak in the tubing at the filter. The patient changed to new tubing and resumed infusion. No adverse patient effects were reported.

Manufacturer narrative:
One sample was returned for analysis in used condition without it's original packaging. Visual inspection of the sample found no discrepancies. Functional testing included use testing. The sample was tested using a hydrostat vessel and a leak was observed in the filter. A review of the manufacturing process was performed in order to verify that there are no situations or practices that could cause or contribute to the field observation, no discrepancies were found. Based on the evidence, the complaint was unable to be confirmed. The root cause of the leak was attributed to either the filter being sent by the supplier in defective conditions or the filter becoming damaged after leaving the manufacturer.